Manufacturer narrative:
Type of investigation not yet determined : a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) unit had an equipment failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated data: b4, d5, g3,g6,g7, e2,e3,g2,g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d10,h6(clinical ,impact & problem).

Event description:
It was reported that during pre-test the cs300 intra-aortic balloon pump (iabp) unit had an equipment failure. The issue was blinking screen. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
E3 is unknown (initially it is submitted as "risk manager"). Additional information: e1(event site telephone: (B)(6)). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the motherboard, iab/dss dataset, and performed all functional and safety checks to meet factory specifications. Completed repair with all functional and safety tests per manufacturer specifications.